Event description:
It was reported that during the implant procedure, the physician felt as if the torque wrench wasn't tightening the lead down. It didn't look as if the grommet had not sealed, or as if the setscrew wasn't seated. Intraoperative impedances were all > 40,000 ohms. The lead was disconnected, wiped down, and reinserted. After that, one electrode 1 was still greater than 40,000 ohms and electrode 0 was normal. Since the physician felt the torque wrench wasn't working, he used a hex wrench. Additional information was requested.

Manufacturer narrative:
Wrench: lot#: na; extension: model 7482a51, serial# (B)(4), implanted: (B)(6) 2012, explanted: na; lead: model 3387s-40, lot# v962478, implanted: (B)(6) 2012, explanted: na. (B)(4).